Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extreme pelvic pain, ovarian cyst burst every two weeks since essure was implanted. Two years after insertion, she hemorrhaged from one of the cyst bursting. Approximately, 8 years after essure insertion, she had a hysterectomy and had tubes removed. During surgery, it was found that tissue had grown on the outside of tube, encased ovaries and connected to abdominal wall (interpreted as pelvic adhesions). During hysterectomy, she hemorrhaged again and the left ovary had to be removed. These events are serious due to their medical importance and additionally, the pelvic pain and pelvic adhesions are also serious due to required intervention. All events, except for pelvic pain are unlisted in the reference safety information for essure. In this particular case, all events occurred during essure therapy. Considering the physiopathology of pelvic adhesions and its co-localization with essure inserts, it cannot be excluded that this event is related to essure. Considering the nature of pelvic pain, the context of pelvic adhesions possibly related to essure, the pelvic pain is also assessed as related. Since the hemorrhage occurred during an essure-related hysterectomy, the causal relationship between this complication and essure procedure cannot be excluded. In contrast, despite the compatible temporal relationship, given the nature of ovarian cysts and its complications (bursting and hemorrhage), it is unlikely that essure would be the cause. Therefore, these complications were assessed as unrelated. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-1022, awareness date 29-aug-2015).it refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2007. In addition, consumer reported that the coils were in perfect position. They never migrated and she informed that she did her follow ups. During the surgery, her obstetrician/gynecologist found tissue had grown on the outside of her tubes starting at the coils caused by essure. According to reporter, the doctor came to this conclusion because the tissue was thicker at the coils and found she did not have endometriosis. The tissue had grown up her tubes, encased her ovaries and connected to her abdominal wall. She had an ovarian cyst burst every two weeks from being implanting to removal. In 2009, she hemorrhaged from one of the cysts bursting and during her hysterectomy she hemorrhaged again causing the loss of the left ovary. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extreme pelvic pain, ovarian cyst burst every two weeks since essure was implanted. Two years after insertion, she hemorrhaged from one of the cyst bursting. Approximately, 8 years after essure insertion, she had a hysterectomy and had tubes removed. During surgery, it was found that tissue had grown on the outside of tube, encased ovaries and connected to abdominal wall (interpreted as pelvic adhesions). During hysterectomy, she hemorrhaged again and the left ovary had to be removed. These events are serious due to their medical importance and additionally, the pelvic pain and pevlic adhesions are also serious due to required intervention. All events, except for pelvic pain are unlisted in the reference safety information for essure. In this particular case, all events occurred during essure therapy. Considering the physiopathology of pelvic adhesions and its co-localization with essure inserts, it cannot be excluded that this event is related to essure. Considering the nature of pelvic pain, the context of pelvic adhesions possibly related to essure, the pelvic pain is also assessed as related. Since the hemorrhage occurred during an essure-related hysterectomy, the causal relationship between this complication and essure procedure cannot be excluded. In contrast, despite the compatible temporal relationship, given the nature of ovarian cysts and its complications (bursting and hemorrhage), it is unlikely that essure would be the cause. Therefore, these complications were assessed as unrelated. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.